Event description:
Customer reported occlusion alarms. There was no reported adverse impact. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided.